Event description:
During a phacoemulsification procedure, this unit would not allow for aspiration and the cassette would not eject. A backup unit was used to complete the procedure. There were no pt problems.

Manufacturer narrative:
Due to user error, balanced salt solution blew through the tubing and into the venturi muffler assembly and onto the pcb and the rest of the module.